Event description:
On (B)(6) 2009, the pt reported the up/down buttons oh his insulin infusion device are getting harder to push, although they do consistently respond. He said his device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.